Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication, aortic redissection after glue repair: a rare echocardiographic finding, a piece of bioglue was found protruding into the false aortic lumen. The authors believe the glue migrated into the false lumen from the anastomotic site.

Manufacturer narrative:
According to the publication, "aortic redissection after glue repair: a rare echocardiographic finding", a piece of bioglue was found protruding into the false aortic lumen. The authors believe the glue migrated into the false lumen from the anastomotic site. Multiple attempts were made to obtain additional information. Unfortunately, no information was obtained as the surgeon was unresponsive. There is very limited information available describing the facts in these reported event. Based on the information available at the time of this report, no definitive conclusions regarding the root cause and/or role that bioglue may have played in the event can be made. However, possible mechanisms are discussed below: although no scale is provided in the article, the mass of bioglue appears to be more than 2 mm in thickness. Upon redissection of the distal aorta, any bioglue present at the aortic margin may have become dislodged and was noted on the tee. Given the size of the removed fragment, it is likely that an excessive amount of bioglue was applied to the false lumen during the initial surgery. Adequate precautions and warning are provided in the IFU regarding over-use of the product. Another possible root cause is inadequate preparation of the field prior to bioglue application. It is possible that the false lumen was not fully cleared of any blood and/or thrombus and/or was not dried with sterile gauze prior to application of bioglue. Failure to clear the false lumen and/or adequately dry the site prior to bioglue application would result in insufficient adherence of bioglue to the target tissue. Insufficient adherence could result in bioglue migrating or partially migrating out of the false lumen. The bioglue instructions for use includes guidance in properly preparing the bioglue application site prior to use. Bioglue is sterilized with gamma irradiation thus it is unlikely to be related to the reported event. No definitive conclusions can be made with the available information to determine if bioglue contributed to the reported event. There is no indication of risk to products currently in the field. No remedial action is necessary at this time.

Event description:
According to the publication, "aortic redissection after glue repair: a rare echocardiographic finding", a piece of bioglue was found protruding into the false aortic lumen. The authors believe the glue migrated into the false lumen from the anastomotic site.